Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received issues with battery longevity issues on their insulin pump. The patient's blood glucose level was at 317 mg/dl. The customer was advised to use aaa alkaline batteries. The caller was the patient's mother who stated her son went into diabetic ketoacidosis last year and is trying to take any measures to prevent that from happening again. The mother was told that if there were any issues with the pump in the future then the insulin pump will be replaced.